Event description:
This is an adverse event recorded on a (B)(4) as part of the u.s. (B)(4) patient registry. Subject was enrolled in the registry having a barrett's esophagus containing low-grade dysplasia. Circumferential ablation was performed without acute adverse event. At one month, the patient was noted to have a moderate stricture of the esophagus, which was dilated once. No information is yet available regarding resolution of the stricture. Per the physician, the adverse event severity was moderate, the relationship to the ablation device was possible, and there was no device malfunction.